Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of event information. Upon on-site retesting of this device, it was determined that the reported malfunction could not be confirmed is determined to not be a reportable event. Manufacturer report number 1314492-2015-12071 can be removed from the FDA database.

Event description:
Baxter performed a site visit with this customer to address the reported failed preventive maintenance testing. During testing with assistance from baxter, the device was found to operate as expected.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the gravimetric high flow test during preventive maintenance testing. It was also reported there was no patient involvement.